Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter displayed inaccurately low results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that at 9:40 am on (B)(6) 2017, she obtained an alleged inaccurately low result on the subject meter of ¿118 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication of metformin 850 mg. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She reported that 12 hours after the start of the alleged issue, she developed symptoms of ¿headache, extreme thirst and sleepy¿ which she associated with high blood glucose. She denied receiving treatment beyond her normal diabetes care and management routine. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The csr confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. A replacement meter was sent to the patient. FDA: this complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Headache, extreme thirst and sleepy, after the alleged product issue began.